Event description:
Unomedical reference number: (B)(4). Event occurred in finland. On (B)(6) 2022, it was reported that while the patient was sleeping, the infusion set's tubing came away from the quick release. The site location was patient's stomach, and the pump was on patient's waist. Moreover, the infusion had been used for four days. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.